Manufacturer narrative:
The philips remote service engineer (rse) remoted into the philips information center ix (pic ix) and discovered that all of the mx40's were offline. The rse conference in a network engineer (ne) for further assistance. The rse pinged the mx40's that were offline but was unable to reach all but the mx40-8. The logs had shown a disconnect from the server connection indication (ci) master. The rse then put the piic into service mode and only one mx40-8 reconnected back to the system. The rse then checked the access point controller (apc) and it showed that all mx40's that were associated with the apc with their correct equipment label but the mx40's that were on the pic ix system showed that the assigned equipment label was unassociated with their equipment label. The rse then had the nurse staff reboot all the mx40's on the patients and they all reconnected back to the piic ix and reassigned themselves back to the module. The rse checked if all the access points (ap) were connected but the power lights for each ap were flashing red. The rse recommended a field service engineer (fse) to go onsite to troubleshoot the issue by rebooting all of the access points from the local network switch then run the upgraded tool to fix the apc configuration. The customer then informed philips they had resolved the issue and cancelled the onsite work order. The cause of the issue was not determined as the quote for onsite service was cancelled. The device remains onsite and in use.

Event description:
It was reported that the central monitoring system was offline for multiple departments. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.